Event description:
A hospital reported that a customer obtained low readings on their precision xtra meter. It was reported that the customer obtained readings of below 10 mmol/l, which was lower than they felt. The customer changed their medication based on the results they obtained, and as a result the customer reports experiencing hyperglycaemia and developed diabetic ketoacidosis. The customer was admitted to hospital. It is not known exactly what treatment the customer received at the hospital, although the doctor indicated that he was given appropriate treatment for diabetic ketoacidosis. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The product has bee requested for investigation and a follow-up will be submitted when results are available.